Manufacturer narrative:
This report is being submitted to add reference to field action.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting a loose universal surgical manipulator (usm) carriage, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the loose carriage problem on usm 4. The fse checked the error log but found no related error. The fse compared the usm4 carriage with the other 3 arms and suspected that usm 4 was faulty. The fse replaced usm 4. The system was tested and verified as ready for use. Isi has received the usm, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is considered a reportable event due to the following conclusion: a universal surgical manipulator (usm) exhibited a persistent issue during the procedure. The usm was replaced after the completion of the procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted radical extraperitoneal with lymphadenectomy prostatectomy surgical procedure, that the universal surgical manipulator (usm) carriage was loose. The carriage was shaking while moving. The customer confirmed that the other 3 arms were stable. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the isi employee and obtained the following additional information: the customer completed the procedure using all 4 arms. The surgeon's movements were adapted to the instruments and the instruments moved in the expected directions. The motion of the instrument was appropriate.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. The usm unit was tested on an in-house system in normal mode where it passed. The usm was then tested on a patient side cart (psc) fixture test platform (pftp) where it also passed all tests. Inspection on the usm was done where it was discovered that the usm failed equipment, fixture, or tool tests. The linear bearing will be replaced as a fix to the reported problem. The probable root cause of the reported issue was attributed to a component failure.

Event description:
Refer to h10/h11 for follow-up information.